Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the suite pc was not initialized and requested onsite visit to check. A philips field service engineer (fse) went onsite and confirmed the issue with suite pc mdp which had no power. To resolve the reported issue, the fse replaced the suite pc mdp and hard drive and reloaded the software and backups. After the functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.